Event description:
Co's product labeling and clinical guidelines require testing of this device for leaks and blockage to use on pts. According to the hosp, during a surgery, 6 breathing bags burst while in use. Reportedly, the bags were of normal appearance but upon observation after inflation, small cracks were observed. Prior to this incident, the hosp reported there were 3 other incidents where a single breathing bag burst during use. In each event, the bags were immediately replaced with no reported harm to the pt.